Manufacturer narrative:
On (B)(6) 2015 09:56 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). The device in question is owned by (B)(4). During the evaluation of the device in question it was found that a non-original replacement part was installed by the user as a replacement for one of the dcdc converter. The manufacturer cannot provide information on the exact time the foreign board was installed. The product was sent to the supplier for repair and further evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during the evaluation of the device in question, initiated to process the investigation of a related complaint, it was found that a non-original replacement part was installed by the user as a replacement for one of the dcdc converter. (B)(4).